Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient have been using foley 16 fr 5cc catheters for years. Patient recently ordered 12 pieces of silicone supply. They were small compared to the latex, but patient tried anyway. The catheter valve fell out. Then, tried a plug and the catheter kept pushing out. I held it and finally it stayed in, but lateral fell out again. It had pressure in the catheter and kept pushing out. Patient then went to a drainage bag which worked. The original catheters were orange with an orange ring with 16fr on the neck. The silicone catheters were smaller and had a light blue ring with 16fr. Wikipedia had a catheter chart, and the light blue is 8 fr while the orange was a 16 fr. Patient asked whether the wrong catheters with the blue ring were received. Patient cut them in half, and they look same in diameter internally.

Event description:
It was reported that patient have been using foley 16 fr 5cc catheters for years. Patient recently ordered 12 pieces of silicone supply. They were small compared to the latex, but patient tried anyway. The catheter valve fell out. Then, tried a plug and the catheter kept pushing out. I held it and finally it stayed in, but lateral fell out again. It had pressure in the catheter and kept pushing out. Patient then went to a drainage bag which worked. The original catheters were orange with an orange ring with 16fr on the neck. The silicone catheters were smaller and had a light blue ring with 16fr. Wikipedia had a catheter chart, and the light blue is 8 fr while the orange was a 16 fr. Patient asked whether the wrong catheters with the blue ring were received. Patient cut them in half, and they look same in diameter internally. They were not 16fr catheters.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: d,f,g,h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient have been using foley 16 fr 5cc catheters for years. Patient recently ordered 12 pieces of silicone supply. They were small compared to the latex, but patient tried anyway. The catheter valve fell out. Then, tried a plug and the catheter kept pushing out. I held it and finally it stayed in, but later fell out again. It had pressure in the catheter and kept pushing out. Patient then went to a drainage bag which worked. The original catheters were orange with an orange ring with 16fr on the neck. The silicone catheters were smaller and had a light blue ring with 16fr. Wikipedia had a catheter chart, and the light blue is 8 fr while the orange was a 16 fr. Patient asked whether the wrong catheters with the blue ring were received. Patient cut them in half, and they look same in diameter internally.